Manufacturer narrative:
Evaluation results: no defect visible on device which could have contributed to the removal difficulties encountered. Root cause of reported event is undetermined. Evaluation conclusions: (device evaluated and alleged failure could not be duplicated) ¿ cause of event unknown. No defect visible on device which could have contributed to the removal difficulties encountered. Root cause of reported event is undetermined. (B)(4).

Event description:
Physician used 1 sprinter legend balloon to pre-dilate a slightly calcified lesion in the lad with 99% stenosis and slight tortuosity. When physician attempted to withdraw the balloon it got stuck with the guidewire and could not be removed. Additional force was needed to remove the device. After removal ivus was used with no issue. No clinical sequelae were reported. Evaluation summary: the distal tip was damaged and partially bunched. There was no resistance noted when front and back loading a 0.015" patency mandrel and a 0.014" guidewire. The mandrel and guidewire passed through the inner lumen with no abnormalities noted. The hypotube was kinked 68.0cm distal to the strain relief.